Manufacturer narrative:
(B)(4). No conclusion code available. The device was in backup vvi without hv therapy when it was received for analysis. The device entered backup mode to a power on reset. No cause of the power on reset was determined. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material, consistent with that caused by arcing between the hv conductor and the ICD can. (B)(4).

Event description:
It was reported that the patient expired. An autopsy was performed after the patient expired and the device was found to be in backup vvi mode. It was noted that on (B)(6) 2015, the patient was in a collision, drove off the road, and was dead on arrival (doa) upon arrival at the hospital. The accident was reported to have occurred between 06:30am and 06:45am (est).

Manufacturer narrative:
Device analysis revealed that the device attempted to deliver hv therapy for four subsequent ventricular fibrillation (vf) episodes on (B)(6) 2015 but the shocks was aborted due to detection of possible hv circuit damage. The initial episode had therapy delivered but other therapies were aborted due to arcing from the lead to the can that caused device damage and shorting of the transistors.